Manufacturer narrative:
At this point in time, mitek is in the info gathering mode and is also awaiting receipt of the complaint device. When all come together and the evaluation is completed, the results of the investigation will be the subject of a follow-up report.

Event description:
It was reported by the customer that the pump caused excessive swelling of the pt's thigh. The caller had limited info about case but stated that pt was put under observation prior to being discharged. The caller provided surgeon's contact info to obtain more details about problem.